Event description:
It was reported that the procedure was to treat the left main, circumflex and left anterior descending (lad) coronary arteries. Many abbott and non-abbott devices were used, including stents, balloons and guide wires, without reported issue. A 2.5x12 mm nc trek balloon dilatation catheter (bdc) separated during advancement in the guiding catheter; however, there was no resistance. The separated portion was simply withdrawn in the guiding catheter and no intervention was required. There were no adverse patient effects and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.e1: physician information added.